Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry inside a micro centrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent; torn and deformed with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.